Event description:
It was reported that during a cholecystectomy procedure, the clips ejected at the first and the second firing. At the third firing, the jaw was not closed properly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.